Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought to the electrophysiology lab for defibrillation threshold (dft) testing. Dft testing was successful at 31 joules, with distal coil to can shock configuration. The problem was isolated to the proximal coil by programing the device to the distal coil to can configuration. When this was done the impedance measurement returned to a normal number for a single coil configuration. No x-ray or fluoroscopy image was obtained. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient came into the clinic for a routine follow up. Upon interrogation it was noted that the shock lead impedance measurement was greater than 200 ohms. Through testing the issue was isolated to the proximal coil. The device was reprogrammed shock to distal coil to can with a shock impedance measurement of 80 ohms. The field representative noted that the physician plans on bringing the back in for defibrillation threshold (dft) testing in near future. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.